Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on an unknown date. During the procedure, the balloon was attempted to be inflated from 18mm to 20mm; however the pressure dropped and the balloon deflated. The device was removed and a pinhole was detected. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.